Event description:
The event is reported as: alleged issue: circuit disconnecting at humidifier end at elbow that attached to concha column, causing wires to be exposed and neptune unit to heat up and failure to deliver flow to pt. No pt injury or medical intervention reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.